Manufacturer narrative:
Section b2: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia that turned to ventricular fibrillation could not be conclusively determined through this investigation. A review of the submitted log files revealed that the device was operating as expected. No unusual alarms or events were captured. The patient remains ongoing on hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm 3 lvas instructions for use (IFU), revision b is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of the lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a defibrillator shock in (B)(6) 2024 around midnight due to ventricular tachycardia that turned to ventricular fibrillation. The patient was asymptomatic and sleeping at the time. Flows were noted to have a sudden drop with rise in pulsatility index. No alarms were noted in the log files. The event log files contained a sudden decrease in estimated flow triggering a non-sustained low flow estimate on (B)(6) 2024 between 0018 to 0026. An onset of pi events likely associated with patient's clinical condition could also be seen during the event. The estimated flow appeared to recover to baseline values following the event. No unusual rotor faults. Pump temperature, or any other abnormal pump faults were seen in the log file.

Event description:
Additional information was received that the patient did not have history of arrhythmia before the left ventricular assist device (lvad) implant. The patient was started on metoprolol. The arrhythmia did not result in clinical compromise. It was unknown if the arrhythmia in this event was not thought to be device or therapy related. Non sustained ventricular tachycardia was noted in the last device check and their metoprolol was increased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.